Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue was reproduced as the "up" key did not work. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad not functioning. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 2nd blue button on top row of a spectrum iq infusion pump was not functioning. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.